Event description:
During follow-up, post paced t wave oversensing was observed. Abbott technical support was contacted and recommended reprogramming the device. No intervention was performed at this time. The patient was in stable condition and will continue to be monitored.